Event description:
Rptr had 2 bak fusion cages implanted in lumbar region in 2000 with worsening of pain. Experiencing extreme pain; pain shooting down legs to point of falling down; can't be up on feet more than 30 min; right foot/toes numb. Rptr states the excruciating pain has resulted in hypertension and a heart condition. Rptr states now on heart and blood pressure medication. States that pain medication has been ineffective. Consulted two other surgeons who stated the surgery went fine; however, they would not have used cages for this pt. Rptr's surgeon has released a "weird" work release and the rptr has been unable to work for one and a half years. Rptr states unable to sit or stand very long and the work release is not compatible with finding employment. Additionally, unable to grocery shop due to inability to stand and when standing rptr states they feel like color is draining out of face. Only able to sleep on right side. Rptr states surgeon has dropped the rptr, and says, "he has done all he can". Rptr states had a staph infection post surgery requiring daily office visits for dressing changes, treatment and antibiotics.